Event description:
At the onset of pumping, the pump experienced helium leak alarms. Since the alarm condition could not be resolved, the pump was exchanged. The alarms continued, so the iab was removed and replaced. There were no associated pt complications.